Event description:
The patient reported that since probably around (B)(6) 2022 they started noticing pain around the site of their implanted neurostimulator (ins) as well as swelling in their upper thigh. Additionally, the ins had been turning off on its own.  They typically could turn the ins back on after it would go off, and then it would last anywhere from 2 hours to a couple days before turning back off again.  Since (B)(6) 2022, they hadn't been able to turn the ins back on again despite the controller showing that the ins was fully charged.  The pt reported their pain was at 100 on a pain scale of 1-10 with 1 being no pain since they could not turn the ins back on again.  The pt had informed their previous doctor, but the doctor told them everything was fine.  The pt tried troubleshooting with their external equipment and concluded the issue was coming from the implanted devices.   The pt recently moved, so physician listings were sent to them and a manufacturer representative (rep) was notified of the pts request to meet with someone to check th eir system.  The rep confirmed they were calling the pt on july 28, 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the consumer reported that now pt can move the ins all around their pocket and their hcp said it is nothing. Pt also mentioned when first implanted, the device took 90% pain away. Now all the pain is in upper leg and where ins is. Pt cannot get stimulation in that area. Pt does not want them to take the device out. Pt wants hcp to move the device to the other side. One hcp did not want to move it until they figure out what is wrong with pt's leg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.